Event description:
Spike separated from tubing patient use. Patient was receiving blood when spike separated from the tubing on this set. Entire unit of blood was lost. New unit of blood was then given to patient. Samples not available due to blood contamination. No patient injury has been reported at this time.